Event description:
It was reported that during an unknown procedure there was an error code 5 after working one minute. The surgeon took it out from the patient. The scalpel could not pass self-test. Then the titanium tip broke outside of the patient. Changed to another one to complete the procedure. No adverse patient events were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). The broken portion was returned with the device. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.